Manufacturer narrative:
Information not provided. The device was returned for investigation. Upon evaluation of the device, the reported issue was confirmed due to a faulty camera cable. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the 4k camera head is unable to display image and color bars exhibit. The event occurred during preparation for use and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was reproduced. It was determined that the event occurred due to the faulty camera cable. It was recommended that the camera is passed to the workshop for replacement of faulty camera cable, adjustments to be completed including pixel correction, full inspection and electrical safety test. Olympus will continue to monitor field performance for this device.